Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. The ventilator was found to audibly and visually alarm, as designed.

Event description:
The manufacturer received info alleging a ventilator was alarming. There was no harm or injury reported.